Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the blank screen when the programmer is turned on; mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. Functional test analyzer signals test is out of specification; analyzer flex tape found out of electrical specification. Concomitant product: 229047 analyzer . (B)(4).

Event description:
It was reported the screen is blank when programmer is plugged in. The programmer was returned for repair. No patient involvement or complications were reported.